Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that when setting up instruments it was discovered the distal femoral alignment guide would not accept the dial piece. It was also stated that they opened another tray to figure out which piece was defective. The first worked with other alignment guides.

Manufacturer narrative:
Additional narrative: the device associated with the reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.